Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during blood collection with bd preset¿ arterial blood collection syringe blood leakage occurred at the connection of the device. Patient was re-punctured and collection was obtained. The following information was provided by the initial reporter, translated from chinese to english: due to the patient¿s shortness of breath and low blood oxygen, blood gas analysis was given as directed by the doctor. During the blood collection process, blood leakage was found at the connection of the arterial blood collection device. The arterial blood collection device was immediately removed and replaced and re-punctured.